Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that none of instruction of purewick female external catheter or the purewick urine collection system talk about the application of the catheter on the wheelchair applications were prone. So the patient called and asked to see if it would work in wheelchair. When using it on night, it ended in destroyed clothes and cushions. No instructions on how to apply for person in wheelchair.